Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the first month of implant, the left ventricular lead became dislodged and failed to capture. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event. The patient was a participant in the system longevity study.